Event description:
On (B)(6) 2013, it was reported that the patient has experienced erratic blood glucose levels during the past half year. Her hba1c levels have gone from 7.3% to 8.1%. On (B)(6) 2013 at 12:14am, her blood glucose level was 43 mg/dl and she ate a "be". She no longer has trust in the delivery accuracy of the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.